Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and found no issues with the standard ECG, however, he did verify that he was unable to obtain an ECG while in paddles lead ECG. Physio determined that the cause of the reported issue was the device's therapy cable assembly. The customer then provided a new cable from their existing inventory to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service on their device for a non-critical issue related to standard ECG. Upon evaluation of the customer's device, physio-control observed that it could not obtain an ECG while in paddles lead ECG.  As a result, the device would not have been able to charge, or shock, if it were necessary. There was no patient use associated with the reported event.